Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision case of an infected corail pinnacle. In speaking with the surgeon before the revision procedure, he advised that the patient had primary thr in february this year and has presented to ed with a dissociated acetabular liner and infected hip. Surgeon unable to say why he thought the patient had a dissociated liner but did mention the patient reporting a fall at some stage. Revised hip to zb-g7 dual mobility cup and c-stem (attachment included with product usage from revision case completed today). Revision surgery went as planned. Explanted products not available as retained by hospital. No further information available.